Manufacturer narrative:
Unit passed rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, and cracked reservoir tube lip were noted.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 404 mg/dl. The customer manually corrected her blood glucose level and treated with the insulin pump. There was a 30 unit difference with the reservoir and the insulin pump totals. The customer was advised that the device would be replaced and agreed to return the product for analysis.